Event description:
Additional information received: a. Was there any surgical delay? What was the duration of the delay? B. Which part of the instrument broke? C. Did it break into 2 or more pieces? D. Were there any broken fragments retained in the patient site? E. Were there any adverse consequence/s that affected the patient because of the reported event? F. When the breakage happened? Answers: a. Yes about 10 minutes to wash the joint out and look for pieces. B. It was an implant that broke. The locking mechanism came out and 2 pieces of the screw broke. C. There were 3 pieces. D. They were pretty sure there wasn't. They did not confirm with x-ray. E. Not that I am aware of f. When trying to take out the screw.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product (B)(4). , lot 5519024, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking screw fell apart and broke. Doi: (B)(6) 2023. Affected side: right hip.